Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir had a fluid leak. All the components were removed and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.